Event description:
It was reported by repair work order that there was no power to the siderails or footboard due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the bed had no power due to a damaged sensor coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the bed had no power due to a damaged sensor coil cable and not the cpu board as previously reported.